Event description:
An other health care professional reported that during intraocular lens (iol) implantation, the blue part of the injector (embolism) stays above the lens. They noted that lens had been damaged. The lens was explanted and put on another lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).